Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, which resolved the issue as the cgm error did not reoccur, allowing the caller to successfully start their sensor session.